Event description:
It was reported that the device was used during a low anterior resection. The knife did not cut the anastomosis, resulting in an incomplete anastomosis. Another device was used to complete the case with no pt consequence.